Manufacturer narrative:
Additional information received on 21nov2017. The (B)(6) male patient underwent a cervical corpectomy at c7 and acdf at c5-6 for a complete neck fracture and dislocation. The procedure was started in the supine position for the above mentioned the patient was then flipped prone to the open jackson table with the mayfield in place. The mayfield was attached to the bed with the patients head in a neutral position. Seventy pounds of pressure was applied. Posterior cervical fusion was started with the exposure. During instrumentation, a loud pop was heard and the patient's head fell into a flexed position. It was reported that the surgeon broke scrub and assessed situation that caused the head to fall. The surgeon lifted the patient's head so as not to cause further damage. The bolt broke off in the threaded portion of the bed attachment for the mayfield. They did not have any other bolts available to switch out and it was in the middle of the procedure. The surgeon did not feel it was appropriate to change tables at that critical time in the case. It was reported the surgeon "heals" the head while the nurse taped the head to the table positioner until stable. Investigation completed 21nov2017. The device in question was not released for review or the lot number was not provided. A DHR review will be performed when either has been submitted. CAPA has been issued to further investigate this reported failure and as such a trend analysis will be captured in this project. Should the product be returned, a failure analysis and/or root cause will review will be performed at that time. .

Manufacturer narrative:
Investigation completed 14feb2018. The unit was received with the xr2 standard adaptor knob threads broken off in the xr2 clamp base. Device history record reviewed for product ID a2079, serial # (B)(4) was manufactured on 4/23/2012 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. The most likely root cause of complaint event is user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.

Event description:
The bolt on the xr2 swivel adapter (part of a2079 mayfield infinity xr2 base unit) broke off at the connection between the skull clamp. There was no patient injury reported and no delay in surgery. Additional information requested.